Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure even observed during analysis. External insulation abrasion was noted at 51.2-52.1cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe was intact but the outer coil was exposed at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.